Event description:
It was reported, during an episode of ventricular tachycardia (vt) the patient received ineffective shocks. Upon interrogation undersensing of a ventricular fibrillation (vf) episode was noted on the right ventricular (rv) lead. An additional episode was noted and an effective shock was delivered to resolve the episode. An induction test changing the waveform in a fixed pulse length was performed successfully, however, additional episodes of undersensing were noted on the rv lead. It was suspected the undersensing was due to rv lead placement resulting from patient anatomy. No further intervention was performed. The patient was stable and will continue to be monitored.